Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noticed that after the insertion of the iol, the surgeon spotted that the haptic of the iol was cut, possibly due to the plunger of the injector. Subsequently, it was removed during the initial procedure was completed with a new iol. Additional information was requested.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report of haptic was cut, in and out; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).